Event description:
Thank you so much for taking the time to answer my e-mail and communicate with one of your surgical colleagues. I just wanted you to know that I have found a surgeon who is going to take the ticron out of my hand. I saw him for a consult, and my surgery is scheduled for the following month in the early afternoon at the medical center. My last surgery when the ticron sutures were placed in my hand was 2007, so it will be a year and a day that I will have lived with the suture reaction. Dr is going to open up my hand, remove the ticron sutures in my finger holding the grafted tendon in place and remove the ticron weaving the old tendon to the new tendon. He thinks that since it has been a year that the tendon has scarred into the bone, and does not think he will even have to put sutures to tie the tendon in. Because of how my finger has felt for the entire year, I do not think that healing and scarring has taken place, so I venture to say he will be putting in prolene sutures. I will be awake during the surgery and will only have local anesthesia to the area of the surgery. Dr wants to observe my hand and fingers in action to strive for the best result by cleaning out the reaction mess. I sure wish someone would study suture reactions. After talking to several people at the FDA last year, it is only documented when a hospital or medical facility calls in and reports the suture reaction. If no one acknowledges that there is a suture reaction, then no documentation has to take place. After experiencing a hypersensitivity to sutures twice, and no doctor willing to acknowledge the reaction until the pathology report documents the reaction, I have come to my own conclusion that basically surgeons do not understand pathology reports, and they especially do not understand the immune system when it comes to hypersensitivity to sutures with subsequent foreign body reaction. I am hoping that dr does a case study so that other surgeons can learn from this. Otherwise, it will just be forgotten once again. How are doctors supposed to learn about rare medical conditions if no one takes the time to document the condition? Please thank your surgical colleague for me for taking the time to respond to my plea for help. I just hope I will finally get full function back in my right hadn and fingers. I will write you once the surgery is completed to let you know the result. I am sure that you never thought that you would be helping a mother/grandmother/medical transcriptionist. I just was so hopeless and alone with no dr willing to help me here. It is just so ironic because our second oldest son is in his second year of orthopedic residency and as much as he wanted to help me, there was little he could do. I am just glad this will again soon be behind me. I will be searching for an immunologist (I am going to try even though I may not find any) to explain to me why my immune system is so hypersensitive. The last 8 yrs, I have lived with suture reactions and I have really forgotten what normal life is like! The vicryl saga started in 2000 in a hemorrhoidectomy and that lasted with the vicryl being removed in 2005 from my hysterectomy but with the vicryl still in my body from the 3 hemorrhoidectomies. Then the hunter rod (silicone coated) was placed in my hand in 2006 with subsequent removal of the hunter rod in 2007 but with the grafted tendon from my forearm being tied to my bone in my pinky an woven to my original flexor tendon with the ticron sutures. I am so looking forward to my body being at peace again. If you ever hear of a research study so that I can help prevent other people from having to endure what I have endured, please feel free to e-mail me. Maybe 50 yrs from now, this will no be such a rare condition. Thank you from the bottom of my heart. I really do not think I would have made it through another year both mentally and physically.